Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4) - no known impact or consequence to patient. Pumping issue (labeled). Noise, audible. Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that just prior to cardiopulmonary bypass the centrifugal pump began to squeal. The priming fluid was circulated for approximately three hours. Just as they were about to go on pump, the centrifugal pump started squealing. The pump was changed out causing a delay of roughly 20 minutes. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on october 21, 2015. Upon further investigation of the reported event, the following information is new and/or changed:(B)(4) . Two complaint samples were returned from the same user facility for the same reported issue. Due to the lot number for each event being unknown, it is unknown which sample belongs to each complaint. The other event is being reported to the FDA in a complete report. The two lots received were tc04 and tc17. Investigations of both samples will be reported in this report as well as in the complete report that is also being submitted to the FDA. Visual inspection was performed on both of the samples upon receipt, during which no anomalies were found anywhere on the devices. A review of both device history records revealed no production related anomalies. The actual samples were set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the samples were observed for any running sound anomalies. The sample with lot tc04 experienced abnormal squealing during the speeds of 1500 rpm's, 1800 rpm's, and stopped shortly into the interval of 2100 rpm's. During the testing of lot tc17, abnormal squealing could be heard during the first few seconds of the intervals of 2100 rpm's and 2400 rpm's. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface; the complaint was confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.